Event description:
The MFR rep reported, prior to surgery, the pt was not able to speak full sentences without body jerking due to pain and the pt had a history of falling in home three times per day. The rep consulted with the hcp prior to surgery about the pt's condition; the hcp decided to proceed with the trial. The pt was informed that the trial would only cover the pain in the low back to the toes; the pt stated he fully understood the procedure. The pt was implanted with two leads. Post surgery, the pt was calm with little jerking. The external stimulator was programmed. The rep reported difficulty programming one lead resulting in removal of the lead at the pt's bedside by the hcp. The patient was programmed with stimulation down bilateral legs and low back, and sent home. Later that evening, the rep called the patient and the patient's spouse stated the patient was experiencing pain and jerking again. The patient was instructed to turn the stimulator off if the patient was having pain. The rep called the patient the next day to check the patient's status. The patient requested to be seen in the office for increased pain and an office visit was scheduled. At the time of the appointment, the patient fell; the nurse and md called an ambulance. The patient arrived at the emergency room very agitated and jerking. The hcp requested the rep to verify lead placement through programming. The rep interrogated the external stimulator; the device was off and programmed at 3.2 volts. The rep decreased to the voltage to 0, checked the impedances, and slowly increased the voltage to 3.2 with no response. At 3.2 volts, the patient stated he felt tingling in his legs and proceeded to become hyper excited. The external device was turned off and the pt was medicated. An x-ray of the lead revealed no movement of the lead; the hcp removed the lead and was admitted to the hospital for a cervical MRI with neurosurgery consultation. The rep contacted the pt the following day. The pt had been released from the hosp and was instructed to see the neurosurgeon the following morning. The trial lead and snap lid were retained by the MFR rep.

Manufacturer narrative:
.